Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during implant the physician attempted several times to get the right ventricular (rv) lead to lodge in the right ventricle without success. The lead was removed and replaced by an active fixation lead. No patient complications have been reported as a result of this event.